Event description:
It was reported while using bd maxguard extension set microbore slide clamp(s) leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: microbore tubing had a leak at the sight where the tubing connects to the hub, furthest from patient.

Manufacturer narrative:
H6: investigation summary the customer reported tubing disconnected at the furthest hub and returned a photo of the sample. The sample verified the complaint of leakage, and is actually completely separated at the tubing/male luer junction. The root cause of the separation is unknown without the physical sample investigation. Device history record review for model me2020 lot number 22109447 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxguard extension set microbore slide clamp(s) leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: microbore tubing had a leak at the sight where the tubing connects to the hub, furthest from patient.